Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were getting electrical shocks in their testicles that was uncomfortable and painful and it felt like their thighs and ankles were burning on both sides. In the past the patient (pt) was in a motorcycle accident where they broke both ankles so it was hard for him to decipher between pain on left or right side of ankle. Patient stated this happened last night and they turned the stimulator off and it slowly stopped and it took a while for the sensation to subside. Patient was able to fall asleep. Patient woke up this morning and did not feel any electric sensation but felt soreness from what they experienced last night. Patient was ok up until 15 minutes ago and now feels the same thing as last night. Agent asked if patient has had any falls recently and patient states once they did have a slip out of bed almost 2 weeks ago. When patient palpates their back they get the feeling in their testicles. Patient checked their settings and the therapy was still off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The representative will be coming to the patient's appointment tomorrow (B)(6) 2024 with the doctor. The patient was wanting it to be sooner because of the uncomfortableness of the sensation. He was going to call the doctor to see if he could come in today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They eported patient had MRI of head and neck in 3t today and toward the end of the scan the patient experienced a jolt, punching/twisting sensation that they had associated with the pump area but caller is checking to see if the stimulator could have caused this. Caller noted sensation was subsiding but she is not with the patient. Reviewed getting scan parameters from the MRI tech/center to review with our MRI engineer. Reviewed check if the ins was in MRI mode or if stim was left on and if stim is currently on and communicates with external equipment. Reviewed see if pain is still present.caller noted ins was in MRI mode but caller did not know what eligibility was displayed. Caller reviewed again the sensation pt felt was a jolt/twisting/'punching' sensation.